Event description:
New information received notes that during a follow-up visit, high capture thresholds were seen. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The sensing threshold had decreased. X-ray revealed dislodgement. The lead was successfully repositioned.